Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance from 80 ohms to 100 ohm range, which is high but still within normal specification limits. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that gradual increase in shock impedance over time is typically due to calcification on the lead coils and indicated it would be appropriate to continue to monitor at this point. Ts reviewed commanded maximum energy shock testing with the hcp and explained to perform this testing if the shock impedance continues to rise and gets to the 140 ohm to 150 ohm range consistently. Ts also reviewed testing the other lead vectors the next time the patient is in the clinic. A different hcp subsequently contacted ts indicating the gradual rise in shock impedance has continued and is now averaging 145 ohms. It was noted there have been no device shocks provided to the patient since implant. Ts explained that based on data from each lead vector, both lead coils appear to have calcification. Ts discussed that they would normally suggest performing a commanded maximum energy shock test to determine the actual shock impedance measurement with a delivered shock but indicated at this point, it would not be of much value and provided guidance to consider a rv lead replacement. The hcp indicated they understood. The rv lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.